Manufacturer narrative:
Philips service replaced the defective x-ray tube and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a small filament defect caused imaging failure on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.